Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to be interrogated. The device remains in use, however, the patient was scheduled for a generator change. No patient complications have been reported as a result of this event.